Manufacturer narrative:
The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and the topical skin adhesive was used. At pre-op, when the nurse broke the glass ampule of the topical skin adhesive, a piece of glass cut through the silicone protection. The nurse had a little scratch but no further intervention needed. There were no adverse patient consequences to the patient. No further information is available.

Manufacturer narrative:
The actual sample was returned for evaluation. Visual evaluation shows that the information printed on the tyvek is clear and legible. No damages or defects on the package are observed. Visual evaluation of the applicator shows a crushed ampoule and dried formulation inside the butyrate tube. The filter is purple in color due to contact with formulation. The sample reveals a piercing through which a glass shard protruded in the butyrate tube. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. The information for used states: ¿do not crush the contents of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens.¿